Event description:
It was reported that the patient presented for a normal generator change and right atrial (ra) lead revision procedure. It was noted that the ra lead exhibited gradual decrease in p-wave amplitudes and pacing impedance. The ra lead was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of decreasing p-wave and low pacing impedance were confirmed by analysis. The partial lead (only distal portion) was returned in one piece. Final analysis found that the insulation was abraded at 33.4 cm to 33.5 cm, 34.0 cm to 34.1 cm and 44.5 cm to 44.6 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.